Event description:
It was reported that a renasys pump failed to alarm when leaking exudate from the wound. The pump was still vacuuming but the dressing was lifted. The hcp confirmed that the alarm would not trigger for low battery either and suspects the alarm was broken. There was no patient harm.